Manufacturer narrative:
Investigation on-going.

Event description:
Customer reported 2 false positive results with 2 separate patient samples. The result initially showed the orf1ab gene detected and the ngene not detected. However, the curve shape was odd so the customer repeated the testing and both samples resulted as negative with sigmoidal curve shape. Sample 1 aries result 1: sars-cov2 positive. Sample 1 aries result 2: sars cov2 negative. Sample 2 aries result 1: sars-cov2 positive. Sample 2 aries result 2: sars cov2 negative. Sample ID (B)(6) (pos control was also invalid) sample ID (B)(6). Both samples ran on instrument (B)(4) with the assay lot# ab1181a.